Manufacturer narrative:
The product has been requested for evaluation however, it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-001163, 164, 165, 167, 168, 169.

Event description:
Report received from france stating "bad quality of the sleeve, they are too soft, not rigid enough, did not enter by a 1.8 mm incision. There was no patient injury". Additional information received states there have been approximately seven incision enlargements due to this issue. The exact number is unknown. Though requested the facility has not provided any specific information.